Event description:
It was reported that the patient's blood glucose level reached 15 mmol/l (270 mg/dl). The pod was worn between 37 and 48 hours on the abdomen. Hyperglycemia treated with a new pod.

Manufacturer narrative:
No issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected, and no signs of leakage were observed. The soft cannula was found to be kinked and flattened. The observed damage did not prevent fluid to pass through the soft cannula. The damage did not cause a leakage along the fluid path. The exact timing of the kink and flattening of soft cannula could not conclusively be determined however it could be concluded it did not contribute towards the reported symptom codes. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.